Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Reportedly, customers wife called emt's to assist with low bg. Customer declined follow up from tandem technical support. No additional information was provided.